Event description:
It was reported that the patient had experienced ventricular fibrillation, and the implanted system including the implantable cardioverter defibrillator and the right ventricular lead failed to convert the rhythm, despite at the max output. The patient passed away.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.